Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex tracheobronchial stent was implanted to treat a 2cm malignant stricture in the left main stem bronchus during a bronchoscopy with stent placement procedure performed on (B)(6) 2015. Reportedly, the patient's airway was narrowed and tortuous and had been dilated prior to stent placement. During the procedure, the physician aligned the ultraflex tracheobronchial stent and delivery system across the stricture prior to deployment. The technician pulled the deployment suture but the delivery system moved proximally. The physician attempted to reposition the delivery system distally into its original position; however, the physician was unable to move the delivery system any further when the stent was approximately 1 cm proximal from the desired location. The physician left the delivery system in place and deployed the stent 1 cm proximal from the desired location. The physician agreed that the final position of the stent was "okay" and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.